Manufacturer narrative:
Evaluation summary: evaluation of the returned device found to be partially deployed with the vessel locator button (vlb) in the distal wings deployed position an engaged with the safety release button, the thumb advancer fully distally deployed and aligned with the finish arrow, fully distally deploying delivery tube, and the vessel locator partially deployed or partially collapsed within the distal end of the delivery tube. Internal examination of the device revealed a failed push bushing to shaft nylon bond, which resulted in incomplete vessel locator deployment. Adhesive was observe and of the required quantity on the push bushing. The failed bond is a malfunction of the device stemming from a manufacturing issue; an investigation has been initiated and is on going to determine the root cause. A review of the lot history record (lhr) did not produce any information deemed relevant to this report.

Event description:
Device malfunction: vessel locator wings would not open. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure after an interventional procedure. The vessel locator wings would not open when the vessel locator button was depressed. The device was removed and the vessel locator wings were confirmed to have not opened. Hemostasis was achieved using manual compression. There was no reported adverse patient sequelae. Though requested, no additional information was available.